Manufacturer narrative:
(B)(4). Approximate age of device- 10 days. It is unknown if or when the lvad was explanted from the patient after expiration. The device will not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired at home. The death was suspected to be secondary to right ventricular failure, and was possibly lvad related. The device alarmed as expected, the patient received a low flow alarm when the patient lost consciousness. No previous alarms were reported prior to the low flow event. The pump will not be returned for evaluation. No additional information was provided.